Event description:
Reportedly, device was placed across the bowel tissue, and fired without staples forming. This resulted in the bowel spilling into peritoneal cavity. It was noted that the staples were still in the anvil of the instrument's loading unit. Procedural: bowel resection.